Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was also outside of specification. A lot check revealed no other complaints of this nature for lot number 150915. Conclusion: we are unable to determine the root cause of the fault reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a distributor that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit was found cracked when the box was opened.